Event description:
A hospital staff rep reported that during a cranial procedure, after setting 7 pre-operative plans for a vertek biopsy, the surgeon began to verify the entries with a passive planar blunt in navigate and the entries were changing. The 'set entry' was not selected and they were not using the slider bar to scroll through the plan. They checked one plan, to ensure it was the only one visible and were checking the entry position with probe. Both orthogonal views and trajectory views were being used while checking the trajectory and entry of the plan. The entry position of the plan moved randomly, however, the target remained the same. Several plans showed this same behaviour when the software exited. They re-booted and were able to proceed back to navigate. They edited the entries of the plans and verified that the trajectories were accurate; the software responded appropriately. The case proceeded normally and was completed with the use of the shealthstation s7 system. There was no impact on the pt outcome.

Manufacturer narrative:
The device manufacture date is not available at time of this report. The software has not been evaluated as of the date of this report.